Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When disassembling at the end of the case the impaction platform literally split in half. Tha case. Update: per the mps, the impaction platform broke during the last impaction - they were still able to complete the procedure with the impaction platform. When breaking down the robot, that is when then mps noticed that it was actually broken into two pieces.

Event description:
When disassembling at the end of the case the impaction platform literally split in half. Tha case **update** per the mps, the impaction platform broke during the last impaction - they were still able to complete the procedure with the impaction platform. When breaking down the robot, that is when then mps noticed that it was actually broken into two pieces.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke in half. It was noticed during its disassembly. Device evaluation and results: - visual inspection showed the device broken in half where the button seats. See the attached figures. Device history review: review of device history records indicate 41 devices were accepted into final stock on 12/04/2015 with no reported discrepancies. Complaint history review: review of complaints within trackwise for p/n 206270, l/n 45011215 show no other complaints related to the failure. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.